Event description:
Leaking from butterfly site. Last documented dressing changed/applied was with the PICC insertion.

Manufacturer narrative:
This complaint and sample (if received) will be forwarded to our parent company in germany for their evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. The investigation summary is as follows: we received one sample with a needle-free device (a non-vygon germany gmbh product) connected to the catheter's ll hub. The attempt to flush the catheter with water was successful and revealed leakage at the wing. Signs of use and residues of glue were visible. Microscopic examination, conducted after cleaning, revealed a tear inside the catheter tube, located directly at the wing. The fracture surface was rough and uneven, and the edges of the tear exhibited stress whitening, indicating excessive tensile force and the potential impact of alcohol-based disinfection. In general, there are various events that can lead to a leaking catheter: 1. Tensile force - which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture.- for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. Concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. The customer stated in the pir that an alcohol-based disinfectant was used. In addition, a manufacturing defect can be ruled out, as each catheter undergoes flow and leak testing during production. Furthermore, according to the customer, the catheter functioned without leakage for more than five days (specifically, 5 days and 14 hours), and an alcohol-based disinfectant was used. A review of the component batch history records; no deviations were found. The batch complied with its specification and was released accordingly. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked as part of quality control process. Corrective action: based on the investigation, the defect indicates exposure to excessive tensile force and the potential impact of alcohol-based disinfection. Additionally, the customer reported that the catheter functioned properly for more than five days before the leakage occurred. We do not believe this defect is manufacturing-related, as any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality.

Event description:
Leaking from butterfly site. Last documented dressing changed/applied was with the PICC insertion.